Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative comment: device revision or replacement (lens replaced or exchanged) or reposition is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Lens rotation/repositioning was performed and the problem resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.